Event description:
Reporter noted error code; cancelled case. No patient injury occurred.

Manufacturer narrative:
A company service rep checked system; found it met performance specifications. Unable to duplicate performance problem reported, replaced several components for diagnostic purposes.